Manufacturer narrative:
Film evaluation summary: the cause of reported inability to deploy the (B)(4) could not be determined from the films provided. CT¿s prior to implant were not available for review and a complete assessment of the patient¿s anatomy (including access vessels) could not be performed, and post-implant CT¿s were also not provided. Images during positioning & attempted deployment of the (B)(4) limb were not seen in the returned films, and the reported event could not be assessed. The returned films noted that there was an acute 90 deg angulation at the take-off of the left common iliac artery and that the left external iliac artery appeared tortuous. It is possible that tracking the 199mm length limb along this angulated route may have caused a kink or other device issue, leading to the inability to deploy the device. A device issue cannot be ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the system pushed forward when released, as with a mechanical defect. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the device returned with 13.5 cm of the graft deployed. The spiral lumen appeared to be kinked under the partially deployed graft. The external slider was in the back position with a gap of 13.5 cm observed from the front grip. The spiral lumen was kinked immediately proximal to the taper tip. Damage was observed to the proximal end of the taper tip. Longitudinal scratches were visible on the graft cover. Deployment of the graft was completed with no resistance noted. On deployment a kink was visible on the spiral lumen. Analysis of the returned device could not determine a root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that the stent graft limb etlw1610c199ee could not be deployed. The device was removed and replaced with the stent graft limb etlw1610c124ee. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.